Event description:
Hillrom received a report from a hillrom technician stating the CPR switch was defective. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the CPR switch was defective. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. A report of CPR switch error code, CPR handle physical damage or CPR gas spring not holding with no loss of function of the CPR feature is unlikely to cause or contribute to death or serious injury. The end user is still able to access the CPR feature. The account should contact their facility-authorized maintenance person to send the bed for service/repair. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation. The additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the CPR switch was defective. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).